Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected missing segment anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels since four to five days. The customer's blood glucose level was 41 mg/dl. The customer had been using the insulin pump system within 48 hours of low blood glucose level event. The customer treated low blood glucose level with food. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose levels. The customer did not allege the insulin pump for over delivery. The drive support cap appeared normal. The drive support cap appeared normal. The customer declined troubleshooting for low blood glucose levels. The insulin pump will not be returned for analysis.